Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 500mcg/ml; dose 93.45mcg/day) via an implantable infusion pump. Indication for use was intractable spasticity. A pump revision took place on (B)(6) 2016 at which time the hcp had planned to fully explant the patient's pump and catheter system. During the procedure, the hcp decided to replace the pump rather than explant. The representative was called to bring a pump to the hospital immediately and upon arrival, the patient was on the table, open, and the hcp was conducting a dye study. The representative asked to interrogate the pump that was to be explanted but was denied and told they could use the readout that had been taken previously by someone in the hcp office. The hcp decided to replace both the pump and the proximal portion of the catheter, for reason the representative was unclear as there was limited information received from the hcp. The hcp's scheduler mentioned an infection, the patient mentioned that he thought he had punctured the catheter, and the physician did not provide any details when asked. The patient insisted on being awake for the entire procedure and was talking/chatting throughout the entire procedure. The patient did "great." Following the procedure, the company representative and patient discussed the issue. The patient believed that the issue was something involving his activity level which caused the problem; the patient was extremely active. It was thought that the catheter had been caught on the pump, specifically a sharp edge because it was not looped around the back of the pump as it should have been. This could not be confirmed because the pump was almost entirely explanted by the time the company representative got to the case. It was thought that there was an issue with the proximal section of the catheter, but it was unclear why the pump was replaced because the issue seemed to be more focused on the catheter. The surgeon had asked for a proximal catheter revision kit and a new pump. It was noted that the revision took hours. Following the replacement, the new pump was filled with baclofen 250mcg/ml and the dose remained at 93.45mcg/day.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.